Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous left femoral artery for mechanical circulatory support. After starting the pump, repositioning was attempted. The pump came out of the left ventricle. The patient's vessel condition was tortuosity. They were unable to recross/pass through vasculature, so they aborted after several attempts were made. No patient harem was noted. The pump was discarded.

Manufacturer narrative:
Updated information: d3 MFR fax number added g1 MFR site name, danvers, removed h6 med dev prob code a150204 changed to a150203